Manufacturer narrative:
Initial submission attempt on 12/12/2025. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the ilet displayed error code 38 when the user attempted a supply change and selected rewind, and the error recurred immediately during a dry-run after a device restart when change cartridge and tubing was selected. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on the user¿s health. Investigation included customer troubleshooting and education with guided restart and dry-run procedures. Investigation of this case revealed recurrent device error during supply change steps consistent with a device malfunction. It was concluded that the device malfunctioned and required replacement.

Manufacturer narrative:
Investigation description: complaint was duplicated; alert 38 annunciated in notifications menu after multiple unsuccessful attempts to complete dry leadscrew runs. Engineering logs were downloaded and confirmed alert 38. The device was opened for further investigation. Upon inspecting interior components, a loose lock washer and screw were found. The root cause for the issue was due to improper assembly. The affected components will be replaced.